Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had to press button multiple times for respond. The customer¿s blood glucose was unknown. Customer reported that insulin pump had unexplained no delivery alarm and battery go bad after a few days. Customer stated that insulin pump was noised when rewinding. Customer stated that they declined troubleshooting for insulin pump was working. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no unexpected no delivery alarm or rewind anomaly noted. (B)(4).